Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was diagnosed with enophthalmia. Additional information was provided by the assistant doctor, who reported that four days following an intraocular lens (iol) implant procedure, the patient experienced decreased vision for one day. The following day the patient was hospitalized, the chamber was washed and an intravitreous drug injection was performed. The associate complication were reported as aqueous flare (++++) and steroid eye drops were used postoperatively. An aqueous culture was taken.